Event description:
As reported: "the (B)(6) hospital has just informed me of a broken long gamma nail. The patient was seen in consultation today, but the nail has not yet been removed. An operation to remove the nail will be scheduled next week. The patient has returned home to await an operation date. He is able to walk for the time being."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Additional information has been requested and if received, will be provided in the supplemental report.